Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was noted to be fractured, had many short v-v intervals, and was oversensing. The device charge circuit was noted to be inactive and the device was showing end of service status. The high voltage portion of the lead remains in use and a new epicardial pacing lead was implanted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.